Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my coils removed in 2015') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("my autoimmune disorders have gotten worse") and skin disorder ("bad skin disease"). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the medical device removal, autoimmune disorder and skin disorder outcome was unknown. The reporter considered autoimmune disorder, medical device removal and skin disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my coils removed in 2015') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("my autoimmune disorders have gotten worse") and skin disorder ("bad skin disease"). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the medical device removal, autoimmune disorder and skin disorder outcome was unknown. The reporter considered autoimmune disorder, medical device removal and skin disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.